Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 469 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose as they off the insulin pump. Customer stated that the insulin pump receive motor errors and no delivery alarm. Customer was reporting a past event. Customer reported alarm did not occur during manual prime. Customer reported that event was resolved by changing complete set. Customer stated drive support cap was normal. Customer was able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.